Event description:
It was reported that during a procedure to treat a lesion in the posterior lateral with mild tortuosity, mild calcification and 90% stenosis a xience prime stent was implanted. During post-dilatation, a 2.25x8 nc trek rx dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 12 atmospheres. The 2.25x8 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance. A new nc trek was used successfully for further dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.